Manufacturer narrative:
There were additional knee component evaluated: 2767-0-1002 patellar component, oval all poly, uhmwpe size 27.5 mm lot 477995. Results of patellar evaluation inconclusive.

Event description:
Revision surgery, (B)(6) 2017, pcl sub insert was replaced, patella was replaced. Explants, showed major damage to patella component, pegs were sheared. Insert was not fully seated, no damage, dove-tailing showed no damage; insert appeared to have remained anterior to locking plate. Original surgery: ((B)(6) 2013-admitted) original surgeon: (B)(6).

Manufacturer narrative:
Date of this report was incorrect on initial report. Wrong date was (B)(6) 2017. Correct date is (B)(6) 2017.